Event description:
Reportdly, a patient was found to have a lead presenting with concerns of a high voltage fracture in clinic. He had the lead explanted 8/3. A new high voltage lead and can were implanted at this time. The explanted medtronic high voltage lead is being investigated. Any further analysis of the device and the lead through the system would be very welcome. (B)(6) is requesting an analysis regarding the 9550 diagnostics to be provided at his email address - (B)(6).

Manufacturer narrative:
The review of provided data highlighted possible insulation break on the implanted ventricular lead sprint quattro 6935m62. The ventricular lead presents stable but low impedance values and low coil continuity measurements. The ventricular sensing histograms and all the stored episodes show normal ventricular rhythm + ventricular oversensing. The ventricular oversensing presents low, irregular and spread amplitudes (0,4 to 3,2 mv) that can be due to insulation break. The device behaved as per specifications. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.